Manufacturer narrative:
Date of event estimated as (B)(6) 2020. Visual inspections were performed on the returned device. Even though there was no information for device failure, device failure to cycle with (needle to cuff miss) was observed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The observed device conditions appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an unspecified issue occurred with a proglide device. No additional information was provided. Returned device analysis identified that the posterior cuff was ejected from the posterior foot pocket. The posterior cuff tabs were flat. This is a failure to cycle as the needles would not stay engaged.